Event description:
When endoscopy tech went to open biopsy forcep, the cup on the end fell off. Surgeon had to use another biopsy forcep to retrieve the broken piece from the pt and complete the procedure.